Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient¿s left ventricular assist device (lvad) and transplant evaluation has been placed on hold pending identification of the source of gastrointestinal bleeding. Both colonoscopy and esophagogastroduodenoscopy (egd) have been performed, but results were inconclusive.